Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a cut on the bending section rubber, water tightness was lost due to deformation of the ultrasonic connector, the adhesive on the bending section rubber was detached, the bending section rubber was dirty, the bending angle in the up/down direction did not meet the standards, the number of missing elements exceeded the standard value, the universal cord had a dent, the electrical connector insulation failed, and the connecting tube was peeling. Scratches were found on the distal end, the objective lens, the control unit, the grip, switch 1, the suction connector, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had leakage from the bending section rubber and low angulation. Inspection and testing of the returned device found that the connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer provided additional information: the problem was first noticed during reprocessing. No procedure was involved or planned, no involvement of any patient. The date this was first observed was on (B)(6) 2022.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a capsular detachment in the connecting tubing and an ultrasonic connector insulation failure. Olympus will continue to monitor field performance for this device.